Manufacturer narrative:
Occupation: other, senior counsel, litigation. Date of event: please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1 and h2. Section b5: additional information received per the patient profile form (ppf) states that the filter was tilted and there was an unsuccessful removal attempt. The form also states that there has been no attempt to remove the device. The patient continues to experience discomfort and mental anguish. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting of the filter. According to information provided by the patient the filter has tilted. The patient also indicated that there was an unsuccessful removal attempt, but there were not documented removal attempts. In addition, the patient reports experiencing discomfort and mental anguish related to the filter. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Due to the nature of the complaint, the reported discomfort experienced by the patient could not be confirmed of further clarified and the exact cause could not be determined. Anxiety and discomfort do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data section d6: according to the patient profile form (ppf) the implant date is may 29, 2009.

Manufacturer narrative:
Section b5: additional information received per the medical records indicate that the patient has a history of deep vein thrombosis. A bard filter was previously deployed via the patient's right common femoral vein.   As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. The legal brief reported that a trapease filter was implanted approximately three years ago. The patient profile form (ppf) states that a trapease filter was implanted approximately nine years ago. The medical records state that the patient was implanted with a retrievable bard g2 system approximately nine years ago. Per the medical records, history includes deep vein thrombosis. The bard filter was deployed via the patient's right common femoral vein. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter. Per the patient profile form (ppf), the patient reports filter tilt and an unsuccessful removal attempt. The form also states that there has been no attempt to remove the device. The patient continues to experience discomfort and mental anguish. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Due to the nature of the complaint, the reported discomfort experienced by the patient could not be confirmed of further clarified and the exact cause could not be determined. Anxiety and discomfort do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data section d6: the legal brief reported that a trap ease filter was implanted approximately three years ago ((B)(6), 2016). The patient profile form (ppf) states that a trapease filter was implanted approximately nine years ago ((B)(6), 2009). The medical records state that the patient was implanted with a retrievable bard g2 system approximately nine years ago ((B)(6), 2009).

Manufacturer narrative:
Additional information received per the medical records state that the indication for filter placement was left leg dvt and gi bleed. General anesthesia was used for the implant. Venogram was done, then the filter was deployed in an infrarenal position. There were no reported complications.